Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection was known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; and h3: device eval by manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. Reportedly, the patient was given multiple doses of antibiotics. The patient had a large scab above the device site on the left chest. No additional adverse patient effects were reported. The ra lead was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the e1: initial reporter country. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. Reportedly, the patient was given multiple doses of antibiotics. The patient had a large scab above the device site on the left chest. No additional adverse patient effects were reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. Reportedly, the patient was given multiple doses of antibiotics to try and maintain crt-p integrity. The patient had a large scab above the device site on the left chest. No additional adverse patient effects were reported. The ra lead was explanted.